Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510k codes: k011028, k013227.

Event description:
Implant was received to manufacturer with a small fracture on the hex portion. The doctor mentioned that implant fractured may have resulted from the patient chewing with a broken screw.

Manufacturer narrative:
One tapered screw-vent implant was returned for inspection. Visual inspection revealed moderate debris about the threads of the implant. The collar of the implant shows major signs of use and is confirmed to be fractured.the returned device also matched print specifications from drawing pd-tsvwb13 rev h. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no other related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants information identified: contraindications: the 3.7mmd zimmer trabecular metal implants should not be placed in the molar region. Zimmer dental implants should not be placed if there is an insufficient volume of alveolar bone to minimally support the implant (minimum 1mm circumferential and 2mm apical). Implants placed in the maxilla should not perforate the sinus floor membrane. Poor bone quality, poor patient oral hygiene, heavy tobacco use, uncontrolled systemic diseases (diabetes, etc.), reduced immunity, alcoholism, drug addiction, and psychological instability may contribute to lack of integration and/or subsequent implant failure. Severe bruxism, clenching, and overloading, may cause bone loss, screw loosening, component fracture, and/or implant failure. Exposure to radiation and chemotherapy may impact health of the implant. Dental implant patients should be instructed to consult with their physician prior to undergoing such treatment options. Warnings: surgical and restorative techniques required to place dental implants are highly specialized and complex procedures. Practitioners should attend courses of study to familiarize themselves with implantology techniques. Improper technique can cause bone loss, patient injury, pain and implant failure. Zimmer dental implant systems are intended to be used only with zimmer dental specially designed bone drills and prosthetics. Implants placed at unsuitable angles relative to existing dentition or multiple implants placed at convergent/divergent manner can result in complex restorations that may overload implants, potentially leading to implant failure (including fracture). A thorough diagnostic work-up and use of x-rays and surgical templates are recommended to help ensure proper angulation and avoidance of certain anatomical features such as sinus membranes, adjacent teeth and craniofacial nerves. Breakage. Implant and abutment fractures can occur when applied loads exceed the normal functional design tolerances of the implant components. Potential overloading conditions may result from significant bone loss (e.g. >3mm), deficiencies in implant numbers, lengths and/or diameters to adequately support a restoration, excessive cantilever length, incomplete abutment seating, abutment angles greater than 30 degrees, occlusal interferences causing excessive lateral forces, patient parafunction (e.g. Bruxing clenching), loss or changes in dentition or functionality, improper casting procedures, inadequate prosthesis fit, and physical trauma. Additional treatment may be necessary when any of the above conditions are present to reduce the possibility of breakage. The complaint is confirmed. A root cause cannot be determined. The following sections have been updated: date of this report. Manufacturer. Device expiration. UDI number is n/a. Contact office. Manufacturer's contact office. Date received by manufacturer. Checked "follow-up". Checked follow-up type. Changed "no" to "yes". Date of manufacture. Entered evaluation codes. Added manufacturer narrative.

Event description:
No further event information available at the time of this report.